Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The unused infusion sets and the one used infusion set were visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, the patient reported that she has experienced insulin leaking in the cannula housing, after bolusing, on multiple occasions and it has caused elevated blood glucose levels as high as 428 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.